Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On 07/30/2025, it was reported that the patient experienced a hypoglycemic event. It was understood that the patient was not wearing a dexcom sensor at the time of the event, as they stated ¿this would not have happened had my dexcom g6 been working and I had sensors to last¿, but it was not known for how long the patient would have been without a working sensor when the event occurred. It was not known if the patient encountered a dexcom malfunction that left them without a sensor. The day of the event the patient experienced a seizure and lost the ability to drive and suffered an accident. Due to the event the patient suffered a broken spine, and allegedly this was caused by the seizure. The patient mentioned she suffered from osteoporosis. When a blood glucose reading was taken, the blood glucose reading was 0.6 mmol/l. The patient did not provide any details regarding possible treatment, and if they visited a hospital. The patient stated at the time of the report that they are unable to drive due to the damage caused to the spine. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.